Event description:
(B)(4). I had essure put in along with novasure at the same time. I've had severe lower back pain, pelvic pain, hip pain, leg pain, joint pain, migraines , dizziness, sleep deprived, always tired, no energy, and massive weight gain..